Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Log analysis found that the user attempted to perform a fluoro image acquisition while the 3d image acquisition was being performed. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system became unresponsive during an image acquisition. It was reported that the buttons would not operate when prompted by the user. The gantry door of the imaging system would not open. The imaging system was restarted in the surgical field and functionality was restored. There was a reported delay to the procedure of 15 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro. Location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.